Event description:
Caller reported a cartridge alarm 20, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy, resolving the issue.